Event description:
2000, post graft implant surgery, the pt was found to have developed a 3 cm round well defined fluid collection immediately anterior to the right common femoral artery with minimal metallic density versus calcification within it. The appearance is most consistent with a post operative seroma or less likely pseudo-aneurysm, with associated surgical clips. 6/8/2000, during follow-up visit, pt complained of some weakness in the legs. He was advised to ambulate in this regard. 10/12/00, during follow-up visit, no expansile or pulsatile abdominal mass appreciated. No evidence of endoleak. No further info available.

Manufacturer narrative:
Notification of event was received from the law firm as result of a claim.